Event description:
It was reported that a patient was unable to recharge a deep brain stimulation implantable pulse generator (ipg). The patient had last recharged the implant six months prior and had been in a rehabilitation facility until the time of the report. Technical services reviewed the process for initiating physician recharge mode (prm) with the wireless recharger and discussed with the representative that multiple prms may be required.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep) patient did not charge their ipg for 6 months. The issue was eventually resolved with a reset. This information was confirmed with the patient's healthcare provider (hcp).